Manufacturer narrative:
Correction: h6: codes should reflect product not returned.

Event description:
Related manufacturer reference number: 2017865-2023-15885. It was reported that a patient presented with post-paced t-wave over-sensing noted on the patient's implantable cardioverter defibrillator and over-sensing of myopotentials noted on the patient's right ventricular lead. No intervention or adverse patient consequences were reported.